Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found no differential events on patients and controls. The fse identified pv58 (stabilyse pump) was non-functional due to accumulation of salt deposits from a leak in the tubing running between feed-through fittings ff171 and ff173. Salt deposits were also discovered on the mix motor and also on the following pvs (pinch valves) 50, 51, 56, 58, 59. He replaced the pilot actuators on the mentioned pvs and replaced the tubing connecting ff171 and 173. The liquid was contained within the instrument. The customer was not aware of the leak. The leak caused a malfunction of the pv58 pilot actuator causing the preserve (stabilyse) not to be delivered to the mix chamber resulting in diff vote out. Failure mode: cut tubing between ff171 and ff173 which leaked and caused salt accumulation onto pv58 pilot actuator and several other pilot actuators associated with pinch valves 50, 51, 56, 58, 59. (B)(4).

Event description:
Customer reported issues with the differential parameters while running quality control samples when using the coulter lh 500 hematology analyzer. The customer reported low event flags and high monocyte counts were generated by the instrument for differential parameters on quality control samples. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified a leak contained in the instrument. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.